Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx was implanted into the rca. Approximately 5 months post index procedure, the patient suffered ischemic stroke. The patient was treated with a change in a medication. The investigator assessed as not related to the index device or anti-platelet medication. Cec assessed the event as a stoke, ischemic. Cec assessed the event date as 6 months post procedure.